Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device tool coupling showed some heavy scratches and damaged parts can be clearly linked to an unauthorized repair by third party. The failed leakage test and deformed housing can be linked to normal wear since the device was never been serviced since purchase in 2012. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the battery handpiece device coupling showed heady scratches and the surface was damaged. Furthermore the cap on the rear of the housing showed that someone tried to open the device with a different repair tool and screws were missing on the front plate cover pin which actually covers the screws. The upper trigger showed some kind of modification and the coating of the trigger was missing. It was further determined that the device failed pretests for general condition, markings, leakage test using bubble emission technique, check the attachment coupling, check the cannulation of hand piece, check for mechanical free moving, check for sticky triggers, check roundness of housing, check falling out protection, check fitting of the lid, check for wear on housing and check general function of device. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.